Manufacturer narrative:
Reliability analysis inspected an opened and used enlite sensor. Reliability analysis performed visual inspection of the sensor and found that the sensor cannula retracted on the other side of the sensor base. Reliability analysis found that the cannula was damaged, broken and the broken parts were still in the tubing. Reliability analysis was unable to confirm that the customer received the sensor in the condition they claimed due to customer returned an opened and used sensor.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 137 mg/dl. Customer advised the green light did not blink when connected to the sensor. Customer advised they removed the sensor and there were missing components. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.